Manufacturer narrative:
The reported complaint of "the autopulse platform (sn: (B)(4)) displayed user advisory (ua)41 (patient temperature sensor failure) error message multiple times during two different shift checks" was confirmed based on the archive data review but not confirmed during the functional testing. No device malfunction was observed that could have caused or contributed to the reported ua41 error message, and the autopulse platform performed as intended. However, improper storage condition of the autopulse system most likely contributed to the occurrence of the ua41. As per customer, the autopulse platform was stored in an upright position inside the case in the exterior compartment of the ambulance. The ambient storage condition (e.g. A fire truck sitting in a hot and humid environment and/or being exposed to direct sunlight for long hours) as well as using the platform on a soft surface that may block air vents will increase the internal temperature of the autopulse platform and cause the occurrence of ua41 error message. Visual inspection of the returned platform was performed. Front enclosure was observed to be slightly chipped and scratched in multiple places. Also, there was a small vertical crack running through the screw fitting of the front enclosure. In addition, the battery lock was observed broken. The observed physical damages are unrelated to the reported complaint. The root cause for the broken battery lock was appeared to be the characteristic of harsh impact due to user mishandling. The root cause for the physical damages on the front enclosure appeared to be the characteristics of normal wear and tear. The autopulse platform was manufactured in october 2012 and it is over 7 years old, exceeded its expected service life of 5 years. Front enclosure and battery lock were replaced to remedy the issue. A review of the autopulse platform archive was performed, and it showed multiple ua41 (patient temperature sensor failure) error messages to have occurred on the customer reported event date and few days later on (B)(6) 2020; thus, confirming the reported complaint. The autopulse platform passed initial functional testing without any fault or error, and the reported complaint could not be reproduced. However, the temperature sensor was replaced as a preventive precautionary measure, as the sensor may have had some intermittent technical problems that could not be directly identified during the functional testing. Following service, as well as updating the processor distribution board (pdb), the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error.

Event description:
During shift check, the autopulse platform (sn: (B)(4)) displayed user advisory (ua)41 (patient temperature sensor failure) error message. The user restarted the platform, and the error message was cleared. Later, during another shift check, ua41 was displayed again upon powering up the platform. The user swapped the battery and turned off the platform. When the platform was powered back on, ua41 was still showing up on the display. No patient involvement.